Event description:
Related manufacturer report number: 2017865-2022-38739. It was reported that the patient presented to the hospital after the implantable cardioverter defibrillator delivered 151 inappropriate shocks. A device interrogation found 203 instances of high voltage charges and the device was found in backup operation due to low battery voltage. Upon further evaluation, the right ventricular lead had dislodged and dropped to the atrium. Additionally, the patient was in atrial fibrillation (af). It was determined that the af episodes were in the programmed ventricular fibrillation zone, which resulted in appropriate shocks. The device and ventricular lead were subsequently explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event of excessive charges, inappropriate shock, sensing anomaly, and backup operation could not be confirmed. Analysis of the device image showed the device data from the field was erased when the device was recovered from backup operation. The field event reported that the device entered backup due to excessive charges. However, the device image containing this information was not available. Data containing the sensing anomaly and inappropriate shocks were also unavailable. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.